Event description:
It was reported the patient received the following results within 15 minutes: 500 mg/dl (patient meter) and 140 mg/dl (professional meter).

Manufacturer narrative:
Product no longer available for return.